Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week after being implanted , the implantable cardiac monitor (icm) detected false pause and tachycardia episodes. It was noted that the patient had twiddler's syndrome and presented with the device explanted one week later. The icm is no longer in use. No further patient complications have been reported as a result of this event.